Manufacturer narrative:
Recall continued: 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced a loss in therapy due to their ipg becoming inoperable. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg replaced with a new model. Reportedly, effective therapy was restored post operatively.